Manufacturer narrative:
(B)(4). Date of initial report : 02/26/2016. Date of follow-up report : 04/13/2016. One used lf1744 was received for evaluation. The reported condition of end tones with no sealing was not confirmed. The instrument would not activate without generating alarms. Sealing function was not possible. The rfid tag indicates the instrument was subjected to 5 uses within a 1.5 week timeframe. Visual inspection of the jaws found the plug dots worn down. The jaw gap was too small along the entire length of the jaw and was not within specifications. The investigation identified the root cause of the reported event to be the user reprocessing a single use device to the point of failure. The IFU warning states, this product is designed as a single use device. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : 02/26/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that bleeding of over 500ml occurred during a sleeve gastrectomy even though end tones, indicating completed seal cycles, were heard. The surgeon was on the stomach omentum during this time. The patient is currently in good condition.